Event description:
The patient received her scs system on (B)(6) 2009 including an ipg. It was reported the patient received the "ipg battery low" message. She received the message again after fully recharging and leaving stimulation off for 3 days. The patient plans to meet with her doctor to discuss the next course of action. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.